Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Meter powered on with button depression as well as insertion of strips. Power issue with the test strip port was not observed. No new issues were observed. This issue is not confirmed.

Event description:
A pharmacist reported, on behalf of a customer, her freestyle lite blood glucose meter would turn on with the button, but not with test strip insertion. Caller further reported that on (B)(6) 2011 because she was unable to test she subsequently experienced "vision problems", polydipsia and vertigo, which resulted in a loss of consciousness. No third-party emergent intervention was reported. Customer self-treated by taking her usual oral diabetes medications, metformin, glyburide and januvia. There was no report of death or permanent injury associated with this event.